Manufacturer narrative:
One device was returned for analysis of complain of motor service due alarm. No relevant 12-month service history was found. Review of event log found no relevant information. Visual and functional testing was performed. Found latch lock flex sensor melted. Replaced latch lock flex sensor. All functional test of the device passed. The probable cause of the reported problem unknown.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was motor service due alarm. Battery acid corrosion on bottom of battery compartment and scratched lens. The event happened during testing. There was no patient involvement.